Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The transseptal puncture was performed. A watchman access system was then exchanged to the left upper pulmonary vein. At that point, a pericardial effusion was noticed, so they stopped the procedure and removed the access system. A pericardiocentesis was performed which drained some fluid. The procedure was not completed. The patient was stable and was discharged two days post procedure.